Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged pole clamp rubber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged pole clamp rubber was identified during functional testing. The cause of the condition was not determined. To correct the condition, the pole clamp rubber was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.